Event description:
A report was received that the patient's device was showing high impedance readings. The patient underwent a revision procedure where the physician replaced the lead extensions.

Event description:
A report was received that the patient's device was showing high impedance readings. The patient underwent a revision procedure where the physician replaced the lead extensions.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3138-25 serial # (B)(4) description: lead extension, 25cm a review of the manufacturing documentation for the lead extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.